Manufacturer narrative:
(B)(4). The fsr was unable to duplicate the reported issue with the cardioplegia (cpg) set (without cpg solution and blood) in the roller pump. The fsr downloaded the data logs for evaluation by the manufacturer. Complaint indicates the issue occurred on (B)(6) 2016, but no indications of a "belt slip" on that date, based on the data log analysis. The fsr adjusted the belt tension. Per the ccp's request, he moved and configured the cpg roller pump to the vent position and moved and configured the vent roller pump to the cpg position. The unit operated to manufacturer specifications and was returned to clinical use. No parts being returned for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, there were "belt slip" and "under-speed" error messages observed on the cardioplegia (cpg) roller pump. The roller pump was in cardioplegia position and were using an 8:1 cardioplegia set. Original information provided was that the user loosened occlusion, pump warmed up and then worked fine. Later information indicated that the entire system-1 was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: information from the field service representative (fsr) was assessed and the data log analysis was reviewed. According to fsr, the belt slip and under-speed messages occured during priming of the 8:1 cardioplegia kit. An 8:1 kit indicates two tubing lines are placed in this one roller pump. The blood line is much larger than the drug line, as the blood line holds eight times more volume than the drug line. This creates a challenge when occlusion is set as the larger tubing needs to be over-occluded in order for the smaller tubing to be adequately occluded. This can lead to over-occlusion and can result in belt slip and under-speed messages in 1.40 version software pumps. The user loosened the occlusion, during prime, and was able to use the pump for the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.